Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they received a critical pump error alarm on their insulin pump. The blood glucose at the time of the incident is unknown. The customer was advised to revert to a back up plan and the insulin pump would be replaced. Product is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and multiple pump error alarms are found in the formatted history and long trace files due to corrosion on the motor home switch. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.